Event description:
C-arm in cath lab spontaneously rotated and hit face of pt causing laceration of lip. Laceration needed suturing. Image intensier, pick-up tube and monitor replaced by ge systems in 2005. C-arm fell after completion of procedure.

Event description:
Gehc received a report of unintentional gantry motion after completion of a patient examination and during transfer of the patient from the x-ray table to the gurney. The gantry hit the patient's face cutting their lip which required stictches. A gehc service engineer performed an onsite investigation. The system and its components were found to be operating as intended. Nothing was found to be defective or malfunctioning that would have caused the reported problem. It was demonstrated tothe facility staff that the reported problem could occur if during patient transfer the following concurrent conditions existed: the gurney was not level with the x-ray table and the gurney was pushed against the smart handle in such a way that allowed simultaneous actuation of the trigger (providing the enable signal) and the joystick (providing the movement comand) resulting in the unintentional gantry motion. The system in question was installed in 1993. It is equiped with risk mitigation measures including an anti-collision feature on the front of the image receptor, an emergency step at the table side, and warning instructions for proper equipment positioning in the operator's manual. Historical review of complaint files indicated that this was the first reported injury caused by gantry movement initiated by unintentional actuation of the smart handle. After the onsite evaluation and performance checks, the system was put back into service.